Event description:
It was reported that the patient had the spectra penile prosthesis removed as it was not sized properly. A new inflatable penile prosthesis consisting of 21 cm x 12 mm cylinders, pump, and reservoir were implanted. No further complications.